Manufacturer narrative:
(B)(4). The device is expected for return but has not yet been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the 2.8x16mm rx graftmaster was filed under separate MFR report number 2024168-2017-02865.

Event description:
It was reported that the patient presented with a type iii free perforation greater than 1mm in size in the mid right coronary artery (rca) with extravasation into the perivascular space in an arteriovenous groove that did not seal with prolonged balloon inflation or injection of pericardial fat. The patient was high-risk for cardiac tamponade. Attempts were made to cross to the perforation with two unspecified covered stents (one of which was a 3.5x16 rx graftmaster), but these devices did not cross due to severe calcification in the proximal rca, resulting in damage to both of these stents. After multiple balloon inflations of the proximal rca and, with guideliner support, a 2.8x16 rx graftmaster covered stent was able to be advanced through the heavily calcified proximal rca, with difficulty, then was deployed at 12 atmospheres, sealing the perforation. Use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received, resulting in the following updated case description: it was reported that the patient presented with a type iii free perforation greater than 1 mm in size in the mid right coronary artery (rca) with extravasation into the perivascular space in an arteriovenous groove that did not seal with prolonged balloon inflation or injection of pericardial fat. The patient was high-risk for cardiac tamponade. An attempt was made to cross to the perforation with a 2.8 x 16 rx graftmaster covered stent system, but this device failed to cross due to severe calcification in the proximal rca, resulting in a delay and flared stent struts. An attempt was then made to cross with a 3.5 x 16 rx graftmaster, but this device failed to cross for the same reason, resulting in separation of the proximal shaft into two pieces. The failures to cross resulted in a larger and longer amount of bleeding into the perivascular space (exacerbation). An attempt was then made to cross with another 2.8 x 16 rx graftmaster, but this device also failed to cross due to the severe calcification and was, thus, withdrawn. After multiple balloon inflations of the proximal rca with an unspecified 4.0 mm nc balloon and, with 7fr guideliner support, the 2.8 x 16 rx graftmaster was re-advanced through the heavily calcified proximal rca, then was deployed at 12 atmospheres, sealing the perforation. Reversal of anticoagulation medication and deployment of the final graftmaster (the 2nd 2.8 x 16 device) reportedly may have led to thrombosis of the vessel. The thrombosis was not resolved. No additional information was provided.